Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis; however, subsequent information revealed the device is not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no nonconformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported for failure to deploy from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an interventional chemo embolization procedure. Reportedly, the device did not deploy. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.